Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/31/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a posterior mesh repair on (B)(6) 2005 and mesh was implanted. The patient experienced a minor 0.5cm mesh exposure, requiring excision on (B)(6) 2014. No additional information was provided.